Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018; product type: catheter; ubd: 15-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via the manufacturing representative (rep) regarding a patient who had been receiving an unknown dose and concentration of an unknown drug at the time of the event, via an implantable pump for spinal pain. It was reported the catheter had been revised previously. No further information was provided. No further complications were reported or anticipated.